Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device did not deploy, they then pulled out the device and did manual compression. Additional information was received on 18dec2024: the physician was not able to deploy the angio-seal device. The anchor had come out, however, then something else went wrong along the process of deploying.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) angio-seal vip device was returned to terumo medical corporation for assessment. The returned device included the carrier tube, hemostasis sheath, guidewire, polyfoil pouch and header bag. The device was visually inspected and found to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated, rear locked, and the anchor visible in the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position, then set to the rear lock position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was tested by manually pulling on the anchor. The anchor, suture, collagen and tamper tube deployed from the device successfully. The complaint can be confirmed for non-deployment pullout. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).